Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a patient that underwent refractive treatment fifteen years ago and has experienced epithelial ingrowth twice and has developed a severe scar. The patient is asking for correction. Additional information has been requested.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. All product and batch history records are quality reviewed prior to product release. To the actual point of information there is no indication that the reported event was caused by a failure of company devices. Medical advisor added that in his opinion, the laser is not the cause of the epithelial ingrowth but rather the keratome or problems with flap repositioning. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).